Event description:
A dialysis facility technician reported that more ultrafiltration (uf) was removed than intended during a pt treatment on a 1550 hemodialysis machine. The machine was programmed for zero uf removal. Hoever .35 fg was removed in 25 minutes and the pt's blood pressure dropped. The pt was administered saline and the treatment was completed. There was no pt injury associated with this incident.